Event description:
A distributor reported a consumer experienced a scratched cornea and eye infection, right eye. Further details received - irritation, right eye, after wearing a new pair night and day lenses for approx. 2 weeks. Medical records indicate patient visiting in mexico, experienced redness, irritation, tearing and discharge upon awakening. Sought care on four days later, instructed to stop cl wear due to corneal abscess just below pupil. Rx'd cilodex 1 gtt g4h until the following month, then bid. Started zovirax bid on a week later. Abscess almost disappeared at 1 wk visit. Vision remained poor with increase in "corneal optical density" in pupillary area. Referred to corneal specialist. Four days later visit, specialist noted long history of ctl overuse. Corneal opacity appears to be a scar and central anterior stromal edema that is not surrounding the scar. No ac reaction and no symptoms. Stop zovirax, switch cilodex to ocuflox qid, od. Uncorrected visual acuity 20/200 pinhole 20/100, will consider starting steroid for corneal edema. One week follow up scheduled. Patient reported has not returned for f/u, but that ulcer is resolved with scar remaining. No further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered an infection corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.